Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The lot # 3000487495 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cut and seal. It was working super slowly. They checked cords, power supplies and settings. They ended up getting another device and it worked as it should have. It passed the pre-cautery test. The beeping sound is very faint normally. Hard to hear but that isn't abnormal. The power supply setting was turned up to 4 without fixing the issue. There was no patient effects. Procedural delay was due to the faulty device as it was very slow.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.